Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system during priming. Customer's blood glucose was 79 mg/dl. Troubleshooting was performed. Customer was advised the insulin pump needed be replaced and to revert to their back up plan. The insulin pump is returning for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test and compromised force sensor system during prime test at 4.0 lbs due to force sensor resistor damaged by moisture. Unable to perform occlusion test and excessive no delivery test due to force sensor resistor anomaly. However, unit received with operating currents within spec and passed self test, unexpected restart error test and displacement test. Unit received with cracked case at the display window corners, display window and belt clip slot. Unit received with minor scratched display window and case. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was found.